Event description:
It was reported via repair work order that the IV pole can move in an unintended direction due to a damaged IV pole weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.